Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, while advancing the thumb advancer, the distal guide came out of the introducer sheath. The safety release was used to remove the device from the pt anatomy. There were no adverse pt effects reported. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.